Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that a medical professional called our technical services (ts) department asking if this patient had a right atrial (ra) or left ventricular (lv) lead. He had just done an x-ray, and couldn't see either one, but saw what he thought was a stub sticking out of the lv port of the device. Lv impedance measurements were obtained and they showed greater than 3000 ohms impedances. To date the lead remains in service. To date, there have been no adverse patient effects reported.